Manufacturer narrative:
Unit received with intermittent button response due to flattened dome switch on the up arrow button, down arrow button, and act button. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the insulin pump act keypad button is not responsive. Customer's blood glucose was 213 mg/dl at the time of incident. No further information was given.